Manufacturer narrative:
Our investigation into this complaint has now concluded. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. A complaints history review was carried out for the reported issue a further three complaints have been raised over a two year period. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7-day expiry due to being in use for this period of time. No other errors were detected. Potential causes for failure to maintain vacuum and increased noise (pump activity) are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised the pump monitors; the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder and more regular than normal buzzing whilst ok light is still flashing).after a period of time if it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that pump kept humming despite several attempt to make sure that it was sealed. After around 7 hours since application the pump could not make vacuum.